Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, on transection of the tissue, the stapler was not able to fire, the surgeon was able to press the green button and squeeze the handle. They opened a new reload to complete the case. There was no patient injury.